Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.